Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet, the user experienced hypoglycemia after announcing a meal late, with a highest recorded glucose of 253 mg/dl before the announcement and a subsequent low of 54 mg/dl; the user treated with oral glucose and indicated corrections had already been delivered prior to the meal announcement. Symptoms included hypoglycemia. Outcomes included insufficient information regarding lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device findings and insufficient information regarding any specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.